Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station was critical override and there was a network communication issue. A technical support specialist confirmed with customer resolved this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was on critical override due to communication issue. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.